Manufacturer narrative:
Reported event was confirmed by review of x-rays noting disassociation of the femoral head from the femoral stem. The bones are mildly osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05427.

Event description:
It was reported that a patient underwent a left hip revision after an unknown amount of time lost implantation due to falling. It was found that the head component had disassociated from the stem component. Attempts have been made and additional information on the reported event is unavailable at this time.